Manufacturer narrative:
Corrected data. D7 - date of explant.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-31120. It was reported that patient had renal failure. Reportedly, patient experienced, weakness, sepsis and was admitted in the intensive care unit. As a result, the trial leads were explanted prematurely. Follow-up information identified that the patient expired. There is no known allegation from a healthcare professional that suggests the death was related to the device.